Manufacturer narrative:
(B)(4). The investigation into the complaint has revealed that the root cause of the malfunction is a software defect. The defect will be resolved by making appropriate changes to the tumor loc software. The affected customers will receive the updated software.

Event description:
Philips rec'd a complaint stating that a software malfunction caused the color for contours in a beam's eye view (bev) in a treatment plan of the tumorloc application to change when bev display is turned off for the external contour.